Event description:
It was reported that the customer was hospitalized for blood glucose levels above 900 mg/dl. The nurse stated that the customer could not be released from the hospital unless the insulin pump was replaced. The nurse declined troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.